Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3) lot number r340.

Manufacturer narrative:
No sample returned to immucor for investigation. Retention product tested by immucor laboratory for fya antigen with presence of fya antigen confirmed. Well test images viewed and assessed by immucor technical support using remote electronic method on customer testing device.